Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in completing the reset, allowing continued use of the pump. The malfunction code did not recur after the reset, and the caller was advised to contact support again if the issue reappeared.